Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
During the procedure, it was observed that the surgeon had difficulties inserting one of the screws. The surgeon stated that the tip of the screwdriver broke. He could remove the tip and completed the surgery.